Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was 400 mg/dl at the time of the incident and currently it was 147 mg/dl. Customer was able to rewind the device and worked correctly. The device was not dropped, bumped, or exposed to electromagnetic field. Customer reverted to back up plan. No further information reported.